Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis (isr) requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure a 2.75 x 28 mm xience v stent was deployed in the mid right coronary artery (rca) lesion, after pre-dilatation was performed. Then, a 2.5 x 23 mm xience v stent was deployed in the 1st obtuse marginal branch and this lesion was also pre-dilated prior to stenting. There were no product issues or patient effects noted at the time of the index procedure. However, in 2009, the patient returned to the hospital with angina which was treated with medication. The patient experienced chest pain associated with nausea and vomiting. The patient had percutaneous transluminal coronary intervention (ptci) treatment for in-stent restenosis (isr) of the mid rca and treatment for a new lesion site. No additional event or patient information is available.

Manufacturer narrative:
Result and conclusion summation - angina and restenosis, in the IFU are known adverse events associated with coronary stenting. Additionally, these patient effects, along with nausea and hospitalization are listed in risk assessment as no-fault post-procedure complications. It is possible the angina and nausea are secondary effects of the restenosis, in which the patient was treated successfully with ptci and hospitalized. In this case, a conclusive cause for all the reported patient effects and the relationship to the product, if any, cannot be determined, and there does not appear to be any indications of a product quality deficiency.